Event description:
It was reported that during a prostate procedure, there was a report of a ¿broken tip.¿ the fiber was exchanged and the procedure was completed with a second fiber. The patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the beveled edge at the output window is off center; the outer flow tubing exhibits mild contamination, likely biologic. Probable root cause: based on the product analysis results, the product complaint of "broken tip" could not be confirmed; a cap glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.